Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2017-01648. (B)(4). Approximate age of device ¿ 9 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that power spikes on (B)(6) 2017 were noted with the lvad history. The patient had undergone a pump exchange procedure on (B)(6) 2017. It was reported that after patient assessment and close review of lvad system log files, the patient was placed on a heparin infusion and remained admitted. Bleeding from the jp drain in the pump pocket was present. The patient was taken off anticoagulation, and received fresh frozen plasma (ffp) and platelets.

Manufacturer narrative:
No product was returned for evaluation. The report of power elevations was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause could not be conclusively determined. In addition, a direct correlation between the device and the pump pocket bleeding could not be conclusively established through this evaluation. The patient remains ongoing on vad support and no further issues have been reported at this time. Postoperative bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The instructions for use also outlines all pump parameters, including pump power and flow, and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.